Event description:
During preparation for use of the device for an endoscopic saphenous vein harvesting procedure, the user reported the endoscope was blurry and a small burr was observed on the end of the scope. No other details regarding the nature of the event were provided. An alternate device was employed for the procedure. There were no reported adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.